Manufacturer narrative:
Based on the claim against the product by the customer noting the clip falling inside the patient, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations replicated and confirmed the customer reported complaint. The medium-large clip applier instrument was found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. Although the medium-large clip applier instrument passed the clip test during in-house testing, it is likely that the bent grip would not allow the clip to be properly released from the grips during the procedure. Severely bent grips are attributed to damage during either use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. The complaint regarding fragment issue was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Also, signs of corrosion were found on the medium-large clip applier instrument bearings. Pitch and grip input disk bearings exhibit orange discoloration. The medium-large clip applier instrument was found to have dried residue on the clamping pulleys. The probable root cause is attributed to mishandling and misuse. This complaint is considered a reportable event due to the following conclusion: it was alleged that a clip fell inside the patient during a da vinci assisted procedure. The clip was retrieved during the same procedure with no patient injury. Per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the clip fell off the medium-large clip applier three times when attempting to use it on tissue. The clip was retrieved, and the customer swapped to a new clip applier instrument. The procedure was completed as planned with no reported injury to the patient. Intuitive surgical, inc. (Isi) followed up with the customer to confirm that the medium-large clip applier instrument was inspected prior to use. The event occurred when the surgeon attempted to clamp on the vessel. Different clips were applied three times and fell off. The clips were retrieved with the laparoscopic grasper. All clips were retrieved and accounted for. There was no additional procedure done. There were no x-rays taken. The was no patient injury and the patient did not return with any post-surgical complications related to retaining a foreign object.